Manufacturer narrative:
It was reported that the device would be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot (p11054) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4). The event date and patient/procedure specific information was not provided. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, an ultipaq coil (fsr10040820/p11054) failed to detach. It was reported that the device would be returned for analysis.

Manufacturer narrative:
The ultipaq was returned for analysis on 07/19/2016. Conclusion: as reported by a healthcare professional, during coil embolization of a ruptured anterior communicating artery aneurysm, an ultipaq coil (B)(4) failed to detach. The cable was used with the complaint coil was (B)(4) which was replaced, and an enpower dcb (lot c20654) which was successfully used with subsequent coils. The coil was successfully removed from the patient without being detached or stretched, and the procedure was completed with another ulipaq coil using the replacement cable without difficulties. The event did not result in patient injury. No fault light had been seen and the system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections had appeared to fit properly without application of excessive force. The ultipaq was returned for analysis. The enpower detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. The coil was returned undamaged. The detachment fiber is intact, undamaged, and did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with resistance at 52.7 ohms (range 48.5/56.0), and the lab sample enpower dcb and cable systems ready green light illuminated. The coil detached on the first detachment cycle. The systems ready green light remained illuminated and the resistance still passed at 53.0 ohms. The detachment fiber received heat and melted as designed. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot (p11054) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The cable was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coils non-detachment was not confirmed. The dpu passed electrical testing and the coil was detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received on 6/21/2016. The event date was (B)(6) 2016. The cable used with the complaint coil was (ccb00015700/p11121) which was replaced, and an enpower dcb (lot c20654) which was successfully used with subsequent coils. The coil was successfully removed from the patient without being detached or stretched, and the procedure was completed with another ulipaq coil using the replacement cable without difficulties. The event did not result in patient injury. No fault light had been seen and the system ready light illuminated. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections had appeared to fit properly without application of excessive force. The patient was a female, (B)(6) with a medical history of hypertension. The procedure was coil embolization of a ruptured anterior communicating artery. The cable was not available to be returned for analysis; however, it was reported that the coil would be returned. It was reported that the device would be returned for analysis; however, the product has not been returned. Additional information will be submitted within 30 days of receipt.